Manufacturer narrative:
(B)(4) captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the dislodgment allegations were not confirmed, lab observations & field report are insufficient to verify dislodgement. The helix difficulty allegations were confirmed based on the field report and the finding of dried blood in the helix housing.

Event description:
It was reported that this right atrial (ra) lead was dislodged from heart wall. When trying to reposition lead, helix extension issues were encountered due to tissue in the tip. The lead was explanted and an additional surgical intervention was required to implant new longer leads to possibly avoid the same situation in the future. No additional adverse patient effects were reported.